Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that the root cause of the issue was determined as gastro flex malfunction. The probe was replaced to resolve. Reference # (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the system showed an error message during a tee exam. The exam had to be repeated. The system was rebooted to complete the exam. There was no injury.